Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was it noticed that negative pressure could not be applied? Before the drain was place in tissue or after the drain was placed in tissue? After the drain was placed in tissue. How long was the device used before "negative pressure could not be applied" was found? No information. Was there a failure of the locking plate mechanism? No information. Did the reservoir function properly upon first activation of reservoir and after drain placement in patient in ward? No information. Were any anomaly or deficiency noted in the reservoir before/during or after activation? No information. Did the drain function properly after drain placement in patient in ward and upon first activation of reservoir? No information. Were any anomaly or deficiency noted in the drain during placement? No information. How was case completed? Another reservoir was replaced. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a reservoir was attached to a drain. During the surgery, negative pressure could not be applied during use. Another reservoir was replaced, and negative pressure could be applied properly. There were no adverse consequences to the patient.